Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, upon slitting the sheath, the sheath broke about 4 to 5 cm from the proximal end. The physician had to reengage manually to finish splitting the sheath. The sheath was attempted and not used. Another sheath was used. No patient complications have been reported as a result of this event.